Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of catheter stylet tight in catheter is confirmed. Upon receipt, the stylet was stuck within the iab. The stylet was able to be removed from the iab using slight force. A kink was noted during visual inspection which caused the stylet to become stuck. The returned stylet and lab inventory guidewire experienced resistance at the location of the kink. Although, the root cause of the complaint could not be determined the kinked central lumen potentially occurred while removing the iab from the tray. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for developing trends.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of (B)(6) cm in height via the right femoral artery. The medical doctor could not remove the stylet from the catheter therefore the catheter was removed and a second iab was used. The same insertion site was used for the second catheter. There was no report in death or complications to the patient. A report of delay in therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient of (B)(6) in height via the right femoral artery. The medical doctor could not remove the stylet from the catheter therefore the catheter was removed and a second iab was used. The same insertion site was used for the second catheter. There was no report in death or complications to the patient. A report of delay in therapy but no harm caused to the patient.